Event description:
The leads seemed to be broken; the wires looked damaged. Impedance measurements revealed two contacts were greater than 10,000 ohms. A new lead was used to complete the implant. There was no injury. The pt outcome was reported as "ok".

Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.